Event description:
The heated wires in the ventilator circuit heated up excessively resulting in the plastic circuit melting, creating a hole in the circuit. The hole in the circuit resulted in a loss of volume being delivered to the patient. The ventilator alarm sounded which alerted tech who responded to troubleshoot the ventilator. Upon inspection of the circuit it was discovered that the circuit had melted, resulting in a hole and leak in the system. The patient was bvm (bag-valve-mask)ventilated and the ventilator changed out.the ventilator was found to be functioning correctly.the humidifier and heated tubing are being reported.